Event description:
It was reported that the device presented with oversensing of wide qrs complexes following biv pacing events. Reprogramming was recommended. The physician elected to leave the device as is. Device remains implanted.